Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) episode. The patient also alleged that the pump had an inaccurate delivery issue. The patient claimed that he was hospitalized at the end of july for high bg and dka. The patient was reportedly transported to a hospital via ambulance on an unspecified date/time. He was reportedly taken off of the pump and placed on injections. At the time of contact with anm on (B)(6) 2012, the patient was reportedly no longer using the pump due to a casing issue that was reported to anm on (B)(6) 2012. On (B)(6) 2012, the patient indicated that he could not secure the battery cap to the pump. The threading in the battery compartment and also in the battery cap were stripped. At this time, it is unknown what events occurred leading up to the hospitalization at the end of july. The patient admitted to having multiple health issues such as having had a liver transplant in addition to seizures. The patient was also taking multiple unspecified medications and interferons. The pump was replaced due to the alleged casing issue that was reported on (B)(6) 2012. The patient reportedly could not troubleshoot the pump due to the damaged casing. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he was hospitalized for dka while on pump therapy. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: prior reported investigation indicated that the pump has a completely detached and missing a lead screw/piston. Investigators were unable to adequately investigate reported inaccurate delivery due to the missing lead screw.